Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin started to shoot out during manual prime process. The insulin pump alarmed during the priming process. Customer also reported that the drive support cap is protruded. Customer stated the insulin pump will be returned to the manufacturer. The blood glucose level reading was 98 mg/dl. No further information provided.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker noted.